Manufacturer narrative:
(B)(4). Corrected data: device discarded by the user. Additional information not included in the initial medwatch. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what is the correct surgical procedure date? Date of event was reported as (B)(6)2011. The device product code of ecs29a, lot number n92365, was manufactured on july 14, 2016. Can you also clarify the event description you have provided. When the stapler "fired but did not seal tissue/leak" was the staple line incomplete (meaning the device delivered a complete cut line but staples may be missing or not in a continuous circle)? Or were the staples unformed, malformed and not in a complete b shape? Was the leak discovered in the original procedure? How was the leak controlled? Or was the leak discovered after the original procedure? If so, how was the leak discovered? What was done to address the leak? Was there any patient consequence as a result of the leak? If yes, please provide further detail of the patient consequence.

Manufacturer narrative:
(B)(4)